Event description:
It was reported that on (B)(6) 2018, the patient was seen by the vad team due to bleeding at the driveline exit site. The first positive culture was identified the same day to be meticillin sensitive staphylococcus aureus (mssa). The patient was then admitted from (B)(6) 2018 and was prescribed a 14 day course of keflex (cefalexin).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation, and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding could not be conclusively established. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18feb2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate ii lvas patient handbook, is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.